Event description:
The pt was an 18 yr old with tourette's disease who suffered from 60% body surface burns following a suicide attempt. The pt was intubated on 4/8/99 and the endotracheal tube (ett) was wired in place to a tooth on the left side of the mouth. The pt was intubated with a size 8.0mm hi-lo evac ett. This ett allows suction of secretions pooled in the subglottic space above the ett cuff. On 5/2/99, 24 days after intubation, the suction port connector of the tube broke and continuous suction of subglottic secretions had to be discontinued. On 6/18/99 after 40 days of intubation, the pt developed a fistula between the trachea and the left carotid artery. This adverse event resulted in exsanguination and death.